Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load multiple cartridges. Reportedly, the cartridges were filled with 220 units of insulin. The customer's blood glucose level was 300 mg/dl, and was addressed by administering a manual injection. It was confirmed that the customer will use manual injections as alternate insulin therapy.